Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
The surgeon reported, the pt underwent band replacement. One week post operatively, she had symptoms of right-sided abdominal pain and nausea and vomiting. Xray showed the band in good position. Labs were ok. Pt went to the ER in early 2009, diagnosed with gastroenteritis. Pt left ama with white count of 10.8 (nl 11.3 in lab). Sixteen days later, pt complained of rlq pain. Saw primary care for work up. Had labwork and CT. CT showed air pockets near band. She had an elevated wbc count. Vital signs were "ok" and she had right mid abdominal tenderness. At endoscopy no leak, at laparoscopy inflammation at tubing, liver formed dense "rind" band buried but buckle exposes. It was believed that the pt had a micro perforation. After the band was explanted, it was sent to pathology for culture. Grew 2 colonies coag-staph. Pt has latex allergy. There were no other pt consequence.